Event description:
Air was injected into radial sheath using tr band syringe, believed to only be compatible with tr band port. Patient experienced stroke-like symptoms, requiring prolonged hospitalization and additional treatment.